Event description:
Information was received from other, healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis for lumbar stenosis. Procedure or therapy performed was olif therapy. Levels implanted 3-5. It was reported that the proximal end of the cage was broken. There were no symptoms reported. There were no further complications reported regarding the event. Cage was broken during the implantation. No additional surgery required at the moment. The remaining cage is inside the patient. The small piece that was broken it's outside the patient.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.